Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. - 8 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 8 previously reported events are included in this follow-up record. Product return status 8 devices were received.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. - 8 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. - 8 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 device investigation types have not yet been determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.